Event description:
An endeavor sprint rx drug-eluting coronary stent delivery system length 12 mm, diameter 2.5 mm was used to treat a lesion in a patient. It was reported that resistance was experienced by the physician when the endeavor stent was passing through a previously deployed other brand stent. The physician continued to reposition the device and the stent dislodged. It was reported that this dislodgement was related to the procedure and not the endeavor sprint rx stent. Patient was reported to be fine post procedure and no clinical sequelae have been reported. The stent or stent delivery system were not returned to medtronic for evaluation.

Manufacturer narrative:
(B)(4). Evaluation, results: dislodgement, previously deployed stent.